Manufacturer narrative:
Analysis of programming history.

Event description:
On (B)(6) 2013 information was received from the reporter that the patient had been hospitalized and would undergo generator replacement surgery the following week. Follow-up determined that the patient underwent replacement surgery on (B)(6) 2013 for prophylactic reasons. The lead was not replaced. Further follow-up determined that the patient had originally been hospitalized due to increased seizure activity. A review of the manufacturer¿s programming history database revealed no anomalies in the history of the generator. The explanted generator has been returned to the manufacturer and is pending product analysis.

Event description:
Review of in-house programming/diagnostic history showed that the device was programmed off on (B)(6) 2008. The device was returned at these same settings after explant. Attempts for additional information from the ¿disabling¿ physician were unsuccessful.

Event description:
Additional information was received that the patient had gone into the hospital on (B)(6) 2013 and it was at the hospital that it was observed that the generator was needed to be replaced. It was unknown why it was determined that the generator needed replaced as this was decided by the hospital and the treating neurologist. The patient was doing well after surgery and at the time of speaking with the treating neurologist had only had one seizure. Product analysis was completed on the generator. A visual examination identified scratches on the can and head most likely associated with manipulation of the device during the explant procedure, as the observed markings are consistent with devices typically used in a surgical procedure. No other surface abnormalities were noted on the generator. During product analysis the generator output signal was monitored for more than 24 hours while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the generator provided the expected level of output current for the entire monitoring period. The generator performed according to functional specifications and the diagnostics were as expected for the programmed parameters. Analysis in the product analysis lab concluded proper functionality of the pulse generator and that no abnormal performance or any other type of adverse condition was found.